Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 80 mg/dl but her blood glucose was 325 mg/dl. Customer reported she experienced low predictive alerts and threshold suspend usually in the mornings. Nothing further reported.